Event description:
It was reported that during a da vinci s surgical procedure, while the harmonic curved shears instrument was used to grasp the tissue, the white colored protector slid out backward. Furthermore, the location of the white part (protector) was out of normal range. It was also noted that the protector was shaking up and down. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the teflon pad of the harmonic insert slips up and down easily. The teflon pad is off track from its mated slot, most likely resulting in the free movement. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.